Event description:
In 2005, a left femoral mahurkar (quinton) catheter was inserted. The next day @ approx 7:05am patient was found unresponsive, lying in a large amount of blood. The left femoral venous catheter was found uncapped and unclamped. Patient coded and resuscitated however died later that morning. Initial investigation did not identify a potential problem with the device; however, upon closer analysis in 3/05 of a duplicate device, the adequacy of the clamp and cap mechanism were questioned as being easily loosened or removable.